Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain complete patient information. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000177561.

Event description:
It was reported that the patient experienced ineffective therapy due to the migration of one lead. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the lead was replaced to address the issue. It is unknown which lead migrated. Therapy was restored post-operatively.